Manufacturer narrative:
Unit had no button response on the esc and the act buttons due to flattened dome (no crease). No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, dat test, the stop (idle) current and run current measurement tests, self test, off no power alarm test and a21 error test due to no button response. Unable to verify under delivery anomaly due to no button response. Unable to perform the pump trace history download or carelink uploaded due to no button response. Unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 335 mg/dl at the time of incident. The customer was treated with manual injection. Customer reported that they did not allege insulin pump was under delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the drive support cap appears normal. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer was unable to perform high pressure test at this time. The insulin pump will be returned for analysis.